Event description:
It was reported that the patient presented with an atrial lead that experienced clavicular crush. The lead was ex-planted and replaced. The patient was stable.

Manufacturer narrative:
Insulation and conductor damage was noted at 34.7 ¿ 36.2 cm from the pin consistent with clavicle crush damage. This is consistent with the observation from the field of clavicular crush.